Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the physician was able to pull half of the coil out using a tulip snare and then push the remaining portion into the splenic artery as a coiled mass, which was implanted at the intended location. No causes or contributing factors for the event were identified. No attempts were made to detach the coil using the instant detacher, as only the manual method was used, and one manual detachment attempt was performed. There were no issues encountered prior to the coil non detachment. After removal from the patient, no pushwire damage was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil was deployed and the physician manually detached the coil at  the hypotube load indicator. On removal of the pusher, they noticed there was still some of the detachment fiber/string still attached to the deployed coil. Attempts were made to retrieve was a snare but unsuccessful. Additional information was received reporting that the physician managed to pull half of it out with a tulip snare and then push the rest into the splenic artery as a coiled mass. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.